Event description:
It was reported that the wake button was delayed in responding to touch. There was no impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer applied more force to the button to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.